Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) implant device experienced pain on the shaft of the penis, and curvature when the device was fully inflated because the ipp cylinders were too long. A surgical procedure was performed wherein the physician removed, remeasured, and replaced the entire device with a shorter implant that was a better fit for the patient. The physician believed incorrect sizing caused or contributed to the reported discomfort/pain. There was no further patient complications reported.

Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptoms disfigurement and pain were found to be listed in the IFU. A risk review was completed and confirmed that the event of disfigurement, pain, and size incorrect for patient were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the reported pain and discomfort are known inherent risks of this device. The incorrect cylinder size for the patient may have been the result of a potential measurement error during the implant procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) implant device experienced pain on the shaft of the penis, and curvature when the device was fully inflated because the ipp cylinders were too long. A surgical procedure was performed wherein the physician removed, remeasured, and replaced the entire device with a shorter implant that was a better fit for the patient. The physician believed incorrect sizing caused or contributed to the reported discomfort/pain. There was no further patient complications reported.